Event description:
Repair request initiated for device with the report of continuous to run, loss of power. It was reported that the did not cut properly with the new medtronic bit. When force was applied, it caused damage to the dura.

Manufacturer narrative:
H3: product analysis (pss unknown tool):no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis (B)(4): evaluation could not reproduce the reported malfunction of intermittent. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: pss unknown tool, serial number: unknown h3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of continuous to run, loss of power. It was reported that the did not cut properly with the new medtronic bit. When force was applied, it caused damage to the dura.